Manufacturer narrative:
The device was not available for return to edwards for evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received, a definitive root cause could not be determined. There are many factors that could result in the failure of a bioprosthetic valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a patient is being evaluated for a valve-in-valve intervention due to unknown reasons. The patient currently has a 25 mm bioprosthetic mitral valve which has an implant duration of nine years and seven months.

Manufacturer narrative:
A supplemental report is being submitted to include additional information received through follow-up with the health care provider.

Event description:
Edwards received additional information through follow-up that the reason for the failing 25mm mitral was due to structural valve deterioration with moderate mitral stenosis and regurgitation. The patient presented with worsening shortness of breath and fatigue in class iii congestive heart failure. The patient required intervention however, no procedure has taken place at this time.